Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. Treatment was not reported. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The reporter did not provide an opinion of causality. The consumer declined to have the nurse contacted for additional information.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h10b26041, h10e04033, h10d30064, h10g30067, h10i14083, h10c05035, h10e05030 and h10g26065 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set used during this event is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.